Event description:
It was reported that the flushing fluid could not enter the bladder when continuous bladder irrigation was performed on (B)(6) 2020. The urinary catheter was replaced.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. Potential root cause for this failure mode could be missing irrigation eye.the device was not returned for evaluation. The lot number is unknown; unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the flushing fluid could not enter the bladder when continuous bladder irrigation was performed on (B)(6) 2020. The urinary catheter was replaced.